Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power source. The customer's blood glucose (bg) was 120 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer unplugged and reconnected the pump to the power source using the same charging supplies.